Manufacturer narrative:
A ge rep evaluated the system and repaired a broken pin in the lemo connector. System operates as intended.

Event description:
Customer reported that they cannot plug in the interconnect cable. No pt injury was reported.